Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting low shocking impedance measurements. It was also reported that a 'check shock lead' message presented. A boston scientific technical services consultant recommended bringing the patient in for additional troubleshooting. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the electrophysiologist brought the patient in and no further testing was performed. The physician plans to monitor the patient at regular intervals.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.